Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has a slight kink/curve in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is tapered and flat at the point of separation. Both welds appeared full and spherical. The slight kink in the guide wire body was measured at 51.8cm from the proximal weld. The guide wire core wire overall length measured 603mm, which is within specification; therefore no pieces appear to be missing. The outside diameter (od) of the guide wire was measured and was found to be within specification. Dimensional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that the proximal weld was intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned.

Event description:
The customer alleges that the anesthesiologist was inserting the cvc and the wire in the kit failed. The wire unraveled from the original shape. The wire was carefully removed. The doctor described the wire as being difficult to remove and "sticky" upon removal. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the anesthesiologist was inserting the cvc and the wire in the kit failed. The wire unraveled from the original shape. The wire was carefully removed. The doctor described the wire as being difficult to remove and "sticky" upon removal. No patient harm reported.